Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012 that the patient was in a ¿semi accident.¿ it was noted that ¿her implantable neurostimulator (ins) stopped working after that point." It was further noted that the patient couldn¿t see health care professional (hcp) for 2 months. At least once a month the patient noticed the ins was off. It was noted that the patient "once urinated in a steady stream and had to take her nightgown off to soak it up.¿ it was further noted that the hcp could not get a reading off of the device.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3093-28, lot # j0421510v, implanted: (B)(6) 2004, product type lead. (B)(4).